Event description:
Peritonitis [peritonitis] ([pyrexia], [diarrhoea], [gastralgia]) case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on (B)(6) 2018 15:54 and transmitted to sanofi. This case involves a 28 years old female patient (150 cm and 51.9 kg) who experienced peritonitis, while she was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. Data regarding this pregnancy were received prospectively, i.e. Before pregnancy outcome was known. The reported peritonitis, pyrexia, diarrhoea and gastralgia occurred at unknown gestation period. The date of last menstrual period was not reported. The estimated due date was not reported. The actual date of delivery is (B)(6) 2018. The patient's past medical history included caesarean section. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing obstructed labour and non-tobacco user. Notes: inpatient on (B)(6) 2018, the patient was admitted. Her preoperative physical condition was normal and nutritional state was favorable. On (B)(6) 2018, which was past edd, obstructed labour was followed by caesarean delivery due to non-reassuring fetal status. Length of laparotomy incision: 9 cm suturing layers: 2 layers suturing method for the first layer of peritoneum: continuous suturing with mono thread suturing method for skin: continuous suturing with synthetic thread preexisting nonpurulent inflammation: none preexisting infection: none duration of operation: approx. 54 minutes volume of haemorrhage: 820 blood transfusion: none re-admission for treatment: no re-laparotomy: no the patient used 3 sheets of seprafilm (indication, abdominal caesarean section). Applied sites: lower abdomen and uterine wound use of sepralap: no on (B)(6) 2018, peritonitis accompanied with gastralgia developed. Affected site: area ranging from upper to lower abdominal region positional correlation between the affected site and seprafilm application site: partially overlapped on (B)(6) 2018, postoperative day 5, pyrexia and diarrhoea started. No intrauterine fluid or ascites were observed, and the course was observed. On (B)(6) 2018, the patient received biofermin. Also, kakkonto was given for pyrexia. Bacterial culture test was performed with specimen taken from uterine cavity, and escherichia coli was detected. On (B)(6) 2018, peritonitis symptoms were present (+), and the patient was sent from the reporting hospital to another hospital. The patient developed an event of a serious peritonitis. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious pyrexia. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious diarrhoea. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious gastralgia (abdominal pain upper). This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018: 17.2 unk culture - on (B)(6) 2018: [specimen: uterine cavity specimen collected on: (B)(6) 2018 target bacteria: overall aerobic and anaerobic bacteria and escherichia coli detected bacteria: yes name of detected bacteria: escherichia coli] white blood cell count - on (B)(6) 2018: 13600 unk; on 18-jul-2018: 13600 unk final diagnosis was peritonitis. The patient was treated with cefotiam hydrochloride (pansporin), cinnamomum cassia bark, ephedra spp. Herb, glycyrrhiza spp. Root, paeonia lactiflora root, pueraria lobata root, zingiber officinale rhizome, ziziphus jujuba var. Inermis fruit (kakkonto [cinnamomum cassia bark;ephedra spp. Herb;glycyrrhiza spp. Root;paeonia lactiflora root;pueraria lobata root;zingiber officinale rhizome;ziziphus jujuba var. Inermis fruit]), gentamicin sulfate (gentacin) and clindamycin phosphate (clindamycin phosphate). The patient outcome is reported as recovered / resolved with sequelae on an unknown date for peritonitis, as recovered / resolved with sequelae on an unknown date for diarrhoea, as recovered / resolved with sequelae on an unknown date for pyrexia and as recovered / resolved with sequelae on an unknown date for gastralgia. Additionally, at time of reporting, the patient delivered 2 babies at x weeks of gestation on 11-jul-18 (delivery type: cesarean). Outcome of the pregnancy was reported as <birth type unknown> and fetal outcome was reported as <outcome unknown>. <outcome of the pregnancy was reported as live birth (nos) and fetal outcome was reported as fetal defect.> reporter comment: besides seprafilm, other possible causative factors for the events "diarrhoea", "pyrexia", "gastralgia", and "peritonitis" were invasive surgery, concomitant drug(s), and other medical device(s) used in combination. (Details, unknown) the causal relationship between the reported events "diarrhoea", "pyrexia", "gastralgia", and "peritonitis" and seprafilm was assessed as probable. Reporter comment (added on (B)(6) 2018): a possible causative factor for the event peritonitis other than seprafilm was unknown. This event was probably related to seprafilm. If the peritonitis was caused by any bacterium, pansporin should have worked. Peritonitis symptoms became remarkable. Pyrexia lasted for one week. The cause was unidentified, but seprafilm's causal role was conceivable. Amendment for the (B)(6) 2018 report: deleted pregnancy information (changed pregnancy from yes to no), deleted "nonreassuring foetal heart rate pattern" from medical history, and deleted recovery date of all the events. Additional information was received on 07-sep-2018: investigation summary was received (investigation summary #(B)(4) , event ID (B)(6). Additional information was received on 28-sep-2018 from the physician. [Update in this report] added patient information including medical history and inpatient status, added lab data, added corrective treatment pansporin and kakkonto, updated the outcome of "peritonitis," "pyrexia," "diarrhoea" and "gastralgia," updated the onset date of "pyrexia" and "diarrhoea," added corrective treatment information, added reporter comment, and updated narrative. [Amendment for previous report] changed indication of seprafilm. Amendment to the report on 28-sep-2018: deleted "yes" in malfunction field of device information and added seriousness criteria "intervention required" in events filed.

Event description:
Peritonitis [peritonitis] ([diarrhoea], [pyrexia], [gastralgia]). Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on (B)(6) 2018 15:54 and transmitted to sanofi. This case involves a (B)(6) female patient (150 cm and (B)(6)) who experienced peritonitis, while she was treated with medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. Data regarding this pregnancy were received prospectively, i.e. Before pregnancy outcome was known. The reported peritonitis, pyrexia, diarrhoea and gastralgia occurred at unknown gestation period. The date of last menstrual period was not reported. The estimated due date was not reported. The actual date of delivery is (B)(6) 2018. The patient's past medical history included caesarean section. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing obstructed labour and non-tobacco user. Notes: inpatient on (B)(6) 2018, the patient was admitted. Her preoperative physical condition was normal and nutritional state was favorable. On (B)(6) 2018, which was past edd, obstructed labour was followed by caesarean delivery due to non-reassuring fetal status. Length of laparotomy incision: 9 cm; suturing layers: 2 layers; suturing method for the first layer of peritoneum: continuous suturing with mono thread; suturing method for skin: continuous suturing with synthetic thread; preexisting nonpurulent inflammation: none; preexisting infection: none; duration of operation: approx. 54 minutes; volume of haemorrhage: 820; blood transfusion: none; re-admission for treatment: no; re-laparotomy: no. The patient used 3 sheets of seprafilm (indication, abdominal caesarean section). Applied sites: lower abdomen and uterine wound; use of sepralap: no; on (B)(6) 2018, peritonitis accompanied with gastralgia developed. Affected site: area ranging from upper to lower abdominal region. Positional correlation between the affected site and seprafilm application site: partially overlapped. On (B)(6) 2018, postoperative day 5, pyrexia and diarrhoea started. No intrauterine fluid or ascites were observed, and the course was observed. On (B)(6) 2018, the patient received biofermin. Also, kakkonto was given for pyrexia. Bacterial culture test was performed with specimen taken from uterine cavity, and escherichia coli was detected. On (B)(6) 2018, peritonitis symptoms were present (+), and the patient was sent from the reporting hospital to another hospital. The patient developed an event of a serious peritonitis. This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious pyrexia. This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious diarrhoea. This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. The patient developed an event of a serious gastralgia (abdominal pain upper). This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018: 17.2 unk; culture - on (B)(6) 2018: [specimen: uterine cavity; specimen collected on: (B)(6) 2018; target bacteria: overall aerobic and anaerobic bacteria and escherichia coli; detected bacteria: yes; name of detected bacteria: escherichia coli]; white blood cell count - on (B)(6) 2018: 13600 unk; on (B)(6) 2018: 13600 unk. Final diagnosis was peritonitis. The patient was treated with cefotiam hydrochloride (pansporin), cinnamomum cassia bark, ephedra spp. Herb, glycyrrhiza spp. Root, paeonia lactiflora root, pueraria lobata root, zingiber officinale rhizome, ziziphus jujuba var. Inermis fruit (kakkonto [cinnamomum cassia bark;ephedra spp. Herb;glycyrrhiza spp. Root;paeonia lactiflora root;pueraria lobata root;zingiber officinale rhizome;ziziphus jujuba var. Inermis fruit]), gentamicin sulfate (gentacin) and clindamycin phosphate (clindamycin phosphate). The patient outcome is reported as recovered / resolved with sequelae on an unknown date for peritonitis, as recovered / resolved with sequelae on an unknown date for diarrhoea, as recovered / resolved with sequelae on an unknown date for pyrexia and as recovered / resolved with sequelae on an unknown date for gastralgia. Additionally, at time of reporting, the patient delivered 2 babies on (B)(6) 2018 (delivery type: cesarean). The outcome of the pregnancy was reported as live birth (nos) and fetal outcome was reported as fetal defect. Reporter comment: besides seprafilm, other possible causative factors for the events "diarrhoea", "pyrexia", "gastralgia", and "peritonitis" were invasive surgery, concomitant drug(s), and other medical device(s) used in combination. (Details, unknown) the causal relationship between the reported. Events "diarrhoea", "pyrexia", "gastralgia", and "peritonitis" and seprafilm was assessed as probable. Reporter comment (added on (B)(6) 2018): a possible causative factor for the event peritonitis other than seprafilm was unknown. This event was probably related to seprafilm. If the peritonitis was caused by any bacterium, pansporin should have worked. Peritonitis symptoms became remarkable. Pyrexia lasted for one week. The cause was unidentified, but seprafilm's causal role was conceivable. Amendment for the (B)(6) 2018 report: deleted pregnancy information (changed pregnancy from yes to no), deleted "nonreassuring foetal heart rate pattern" from medical history, and deleted recovery date of all the events. Additional information was received on (B)(6) 2018: investigation summary was received (investigation summary #(B)(4), event ID (B)(4)). Additional information was received on (B)(6) 2018 from the physician. [Update in this report] added patient information including medical history and inpatient status, added lab data, added corrective treatment pansporin and kakkonto, updated the outcome of "peritonitis," "pyrexia," "diarrhoea" and "gastralgia," updated the onset date of "pyrexia" and "diarrhoea," added corrective treatment information, added reporter comment, and updated narrative. [Amendment for previous report] changed indication of seprafilm.